Manufacturer narrative:
Pump received with no (act, up and escape) button response due to moisture and corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime delivery and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was unknown time of the incident. Customer stated that the ocean water was under the lcd screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be return for analysis.